Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted but not used during the implant procedure. The physician could not tighten set screw down on left ventricular (lv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant medical products: 419688 lead, implanted (B)(6) 2010; 694765 lead, implanted (B)(6) 2010. (B)(4).